Manufacturer narrative:
Additional information was received that the reason for patients explant was the horrible customer service.

Event description:
A report was received per social media that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Event description:
A report was received per social media that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.